Manufacturer narrative:
On 4/13/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. On 5/9/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample some creases were observed on the anterior and posterior aspect. Within a crease, a rupture was noted in the anterior aspect, measuring approximately 0.1 cm. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. A manufacturing record evaluation (mre) was performed for the finished device number 5822004, and no non-conformances related to the reported complaint were identified. The reported complaint was confirmed. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the crease/fold was created due to the stress cause by the capsular contracture which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with a 325cc mentor smooth round moderate profile saline breast prosthesis, experienced right side deflation and capsular contracture baker grade IV post-operatively. As a result, the patient underwent removal without replacement on (B)(6) 2019.